Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician went down with scope to verify placement. The capsule did not attach. It was found in the back of the oral pharynx above the ues. The capsule was recovered. The pt was not injured following the procedure. Another capsule was replaced normally.